Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that helix was able to be extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were "too many cycles to fix lead." The lead was not used. No patient complications have been reported as a result of this event.